Event description:
It was reported that the right ventricle lead exhibited over-sensing noise. In-clinic, the noise was reproducible with isometrics. Programming changes were made on the device. Patient was stable.

Event description:
New information notes that the patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion at 7.2 cm to 7.9 cm from the connector pin consistent with friction to the device can. The external insulation abrasion breached all lumens with an abrasion noted to one ethylene tetrafluoroethylene (etfe) cable coating on the ring electrode conductor cable. The reported event was isolated to the exposure of the ring electrode conductor cable in the abrasion zone.

Event description:
New information notes that the right ventricle lead was explanted and replaced on (B)(6) 2022.